Event description:
Control knob of ventilator broke when rn attempted to change fio2 fraction of inspired oxygen to suction patient.======================health professional's impression======================no harm to patient.